Event description:
Procedure type: inguinal hernia repair. According to the reporter; physician inserted the trocar and inflated the balloon. He manipulated the trocar a small amount and there was an audible "pop" sound. The physician continued the procedure without the trocar. When inserting the mesh, the physician noted that a piece of the trocar balloon was lodged in the patient. He was able to remove the pieces without injury to the patient.

Manufacturer narrative:
(B)(4).